Event description:
The facility reported a pump that shuts down during programming. This event occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative. No additional info is available.

Manufacturer narrative:
This device has been received in baxter and is being evaluated. A follow-up report will be submitted when the evaluation has been completed.